Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post-operatively, the patient incurred a stitch abscess. The patient was reopened and re-stitched in order to resolve the issue. No injury as a result of the event. Original surgery was : total knee replacement. Patient status: unknown.